Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that after approximately four to six hours of total parenteral nutrition with a smiths medical cadd administration set with air-eliminating filter, an air bubble was observed. No adverse patient effects were reported.